Event description:
Olympus was informed that after the inspection of the electrosurgical generator ¿esg-400¿ which was found to meet its specification, the affected foot switch was connected to the generator resulting in displaying error message e433. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in india (returned to rrc on 2022-06-22). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was triggered by a defective footswitch caused by the operator activating the footswitch during generator booting and/or a defective footswitch. In addition, the cable sheath was torn open which was most likely caused by a mechanical impact on the outer sheath of the cable. The cable may have been pulled over a sharp edge or it may have been subjected to excessive pressure. However, the exact cause cannot be determined retrospectively. Based on the age of the reported footswitch, we can rule out aging effects. It must therefore be assumed that the reported issue is attributable to improper handling by the user. Since the insulation of the cable is damaged, the footswitch must no longer be used. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.